Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to left knee pain.

Manufacturer narrative:
No photos or product were received; therefore, the condition of the components is unknown. Review of device history records for the femoral component found no deviations or anomalies. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components. Compatibility of implanted components was conducted and identified that all components involved in this case are compatible. Surgical notes and x-rays were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be identified with the information provided.